Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump was malposition in the left ventricle due to patient's challenging anatomy. The impella was explanted and replaced with a new impella cp to address the issue. The patient survived the procedure.

Manufacturer narrative:
The investigation for the reported positioning issues has been completed. The device was returned for evaluation. The root cause of the positioning issues was due to patient anatomy, most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.